Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted with orif of elbow on (B)(6) 2012. On unknown date, patient fell and caused implant to break through the skin and some of the screws backed out. It is unknown which of the screws or how many backed out. Patient was returned to the o.r. On (B)(6) 2012 for removal of all hardware. Patient was revised with variable angle locking plates. This is 3 of 15 reports for this event.